Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion and no anomalies were found. (B)(4).

Event description:
It was reported that the patient's device had early battery depletion and was replaced. During implant of the new device, the lead was unable to be fixed into the implantable cardioverter defibrillator (ICD) connector after several attempts. The ICD was replaced. No patient complications have been reported as a result of this event.